Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message displayed" (device displays error message). A biomedical engineer reported receiving a system advisory with no cassette in the system. The advisory was rec'd during setup. The machine was switched out and the cases were completed. There was no delay or pt involvement reported.

Manufacturer narrative:
A company service rep examined the system. The receiver mechanism sensors and rollers were cleaned. The system was then tested and met all product specifications. (B)(4).